Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the ok keypad button is sticking and causing "scrolling to other functions". The patient stated that on (B)(6) 2011 the pump delivered a 20 unit bolus without user intervention. There was no reported patient impact as a result of the incident; the patient stated that she consumed extra carbohydrates to avoid a low blood glucose. The patient stated that she wears the pump underneath clothing and does not clean the pump.